Event description:
Revision surgery - due to the patient having an infected elbow. The surgeon removed the components and implanted a cement spacer.

Manufacturer narrative:
The reason for this revision surgery was due to an infection. The previous surgery and the revision detailed in this investigation occurred 3.7 months apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) and verification of an acceptable sterilization process could not be conducted. The records needed for review were not made available at the time of this investigation. As of (B)(6) 2018, no records have been forwarded by zimmer-biomet concerning this event. Should zimmer-biomet provide additional information at a later time, this investigation shall be re-evaluated. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.